Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgery intervention was undertaken on (B)(6) 2021 wherein the anchor site- created a deeper incision and buried under fascia. The issue was resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15234. It was reported that patient experienced pain and discomfort at the anchor site. Surgical intervention may take place to address the issue.